Event description:
It was reported the patient is not receiving effective therapy due to high impedances after a fall. Investigation was unable to identify which lead. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000107794.

Manufacturer narrative:
A patient is not receiving effective therapy was reported to abbott. It was also determined the patient had high impedances. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.